Event description:
During a trans-abdominal total gastrectomy procedure, clips didn't stay on vessel as they didn't close properly. They, the clips stopped loading in the jaws. There were no adverse consequences to the pt.